Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device battery revealed cell depletion that was somewhat unstable and sudden. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that there was a short in the cell caused from the cathode tab coming in contact with the can due to a torn insulator tube. This internal short in the battery was determined to be the cause for the battery depleting faster than expected and power resets.

Event description:
Supplemental report is being filed with analysis details.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered three power on resets that put it into safety core. There were no recent surgical procedures performed on the patient and it was noted that the last remote transmission was two months ago and showed lead measurements within normal range and seven months left until explant. The patient was sleeping at the time of the resets, and had presented with pre-syncope and syncope with asystole greater than two seconds. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was sent with correction to event, event problem, and evaluation codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered three power on resets that put it into safety core. There were no recent surgical procedures performed on the patient, and it was noted that the last remote transmission was two months ago and showed lead measurements out of range and seven months left until explant. The patient was sleeping at the time of the resets, and had presented with pre-syncope and syncope with asystole greater than two seconds. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.